Manufacturer narrative:
No service on the ventilator has been requested. The user facility performs service by themselves. The problem description stated that the ventilator generated alarms for high o2 concentration in niv ventilation mode in the evening of (B)(6) 2023. The provided event log does not contain any alarms for high o2 concentration. There is however an alarm for low o2 concentration at 09:49 on the reported event date. There is also an alarm for low o2 supply pressure just before at 09:48. The alarms was silenced by the operator. Successful pre-use check was performed prior ventilation was started and there are no technical error codes to indicate that there was a ventilator malfunction at the time of the event.in conclusion, there are no indications of ventilator malfunction during the ventilation period. The alarm was most likely generated due to an intermittent low o2 supply pressure. H3 other text : 4117.

Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: 900756.

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-I - corrected brand name: servo-I base unit d4 ¿ version or model #: - previous version or model #: servo-I - corrected version or model #: 6487800 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref #: (B)(4).